Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable use error. No information was provided regarding the administration set being used, or if an air eliminating filter was in use during the infusion. There is also a portion of the administration set that is below the air sensors of the pump, and the pump would not alarm if this portion of the tubing had not been primed correctly. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump did not alarm air in line. They stated that the patient forgot to prime the set before starting the infusion, and that the pump did not alarm for air in line. The nurse instructed the patient to go to the emergency room. Mmdg did follow up with the initial reporter who stated that the patient did not actually require an emergency room visit or any other medical intervention. (B)(4).